Event description:
Customer hospitalized due to high blood glucose. Customer also reported jerking, vomiting and nausea. Reviewed programming of pump and appeared to be correct. Could not perform additional functional testing since customer is blind and needs family member to assist with troubleshooting.